Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient suffered an ischemic pontine stroke. The patient had been off anticoagulation for more than 1 year due to recurrent gi bleeding in the past. The patient was doing well up until this incident. The patient will continue to be monitored for recovery. No additional information was received.

Manufacturer narrative:
Approximate age of device - 1 year, 8 months. The patient remains ongoing on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient expired on (B)(6) 2015 due to failure to thrive and old age. The pump was not explanted.